Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had a blank screen when powered on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit had a blank screen when powered on. The customer requested onsite service for evaluation and repair of the device. Device evaluation and repair are pending.